Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. According to the patient, he experienced a detached sensor wire on (B)(6) 2025. Upon sensor removal, he noticed that the wire was missing. The patient experienced pain, discomfort, bruising, inflammation, swelling and there was a lump at the insertion site. The area began to bruise and started to have a lump that looked like it was stung by a bee and hurting. He thought that the wire was still in his skin. He did not receive any treatment or medication until (B)(6) 2025, when he spoke with his doctor virtually. The doctor prescribed an oral antibiotic to be taken once a day for two weeks (unspecified name and dosage). He started taking antibiotic pill on (B)(6) 2025. He said that the lump, pain and bruising was healed after 2 weeks. The patient did not undergo a surgical intervention due to the stuck wire. There was no documentation of further medical intervention. At the time of the report the patient was fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.